Event description:
It was reported that when advancing a web device through the via 27 during the treatment of an anterior communicating artery (acom) aneurysm, the via catheter shifted forward and perforated the dome of the aneurysm, resulting in bleeding into the brain. The via and web device were removed, and the ruptured aneurysm was treated with coils. The patient was being monitored in the ICU and reported to be neurologically intact and had a headache. There were no focal deficits or hydrocephalus, and the blood is clearing up on CT head.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was requested and not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. If imaging is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with the use of the device.